Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the lad and rca. Approximately 17 months later the patient suffered chest pain, elevated troponin and myocardial infarction that was diagnosed as exacerbation of heart failure. Event treated with hospitalization and medication. Patient recovered. Cec adjudicated that the patient suffered mi of unknown vessel.